Event description:
Alert: right ventricular tip to rvcoil lead impedance warning on (B)(6) 2021. High rv threshold on (B)(6) 2023. Cannot confirm capture, threshold, or safety margin. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).